Event description:
Patient was taken back for surgery. He was prepped and draped out accordingly for the surgery. The ultra pulse duo co2 laser was used during the surgery and the power was not high enough to complete the surgery. The rep and an additional person were called, and face timed during the procedure to help get the co2 laser working. When it was trouble shot it, seems that the otolase fiber was the part that was not working. Many new fiber tips were placed to see if that would help, and it did not. Settings and different connections were attempted but it would not work. Another facility was contacted to see if they would have another fiber that we could possibly use, and they did not have one. The reps did not know of anyone close to our hospital that had another fiber wire. Unfortunately, the decision was made to not proceed with the surgery because we did not have a working otolase fiberwire for the co2 laser. Manufacturer response for co2 laser fiberwire, otolase (per site reporter). Unknown - rep was called during the procedure.